Event description:
The customer received a blood glucose reading of 247mg/dl on the contour next ez.. She took 12 units of novolog, started to feel dizzy and shaky, retested with another meter and the reading was 39mg/dl. She drank a (B)(6) and ate some carbs. The test strips were expired. Test strips were not expected to be returned for evaluation. Product was not replaced.